Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that after preparation and test of the implant with a lps trial femur size h, the final femoral implant was inserted. However, it was noticed that it was standing 3mm further than the sample. The cemented femur was removed and a different size femur was utilized.